Manufacturer narrative:
No patient identifiers for either of two patients were provided. Unknown if the device has been explanted. Initial reported telephone number: (B)(6). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Corrected data: the initial emdr reflected two (2) patients. Corrected verbiage: we received a report than an unidentified patient experienced blurred vision after being implanted with an intraocular lens that was potentially mislabeled. At the time of this report, the serial number and patient specifics are unknown. No further information was provided. A separate emdr has been filed for the second patient. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
We received a report that two unidentified patients experienced blurred vision after being implanted with intraocular lenses that were potentially mislabeled. At the time of this report the serial numbers and the patient's outcome were unknown.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
We received a report that an unidentified patient experienced blurred vision after being implanted with an intraocular lens that was potentially mislabeled. At the time of this report, the serial number and patient specifics are unknown. No further information was provided.